Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the pump was locked in confirm blood glucose value and the consumer was unable to maneuver the screens. The issue allegedly happened after swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was intact with no evidence of physical damage. All keypad buttons responded normally to button presses. The keypad cover was removed and there were no button defects observed. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn but the button was still normally responsive.